Event description:
It was reported that a home patient (hp) had received a system error 2367 (resume error, critical error found) alarm on a homechoice (hc) machine during dwell one. The technical service representative (tsr) reviewed the therapy log and did not find any prior alarms that would have caused this alarm. The tsr advised the hp to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.